Event description:
The customer observed the galileo instrument was not aspirating liquid from one row of the test plate.

Manufacturer narrative:
A service call was performed on 6/9/2006. The field service engineer found a blockage in the wash manifold and the blockage was removed. The repair has returned the instrument to its expected function. There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.